Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging moisture ingress behind the pump's display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, visible moisture was found in the display and there was corrosion in the battery compartment. A crack was found in the battery compartment on the left side of the grip pad, and below the grip pad. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find moisture and moisture corrosion on the printed circuit board and on the battery housing. Unrelated to the original complaint, the display was dim and pink. The dim display was not found to be caused by the moisture in the pump.